Event description:
It was reported that the cathena 20gx1.25in straight bc experienced safety failure. The customer stated, "it was reported that safety shield stayed attached to the catheter and the needle pulled all the way out. Paramedic contacted me via text message on sunday, march 3rd to report two pirs. They conveyed that that the first incident involved 20g separation of needle and safety cover."

Manufacturer narrative:
Investigation: DHR was performed and no quality notification was raised or abnormality observed that could have influenced the issue. 1 photo was returned for evaluation. The complaint is unconfirmed as no defect is observed on the photo. The investigation was not able to confirm the what customer had experienced as there were no samples and from the photo, it was unable to confirm what the customer has experienced. Hence, root cause is unable to be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the cathena 20gx1.25in straight bc experienced safety failure. The customer stated, "it was reported that safety shield stayed attached to the catheter and the needle pulled all the way out. Paramedic contacted me via text message on sunday, march 3rd to report two pirs. They conveyed that the first incident involved 20g separation of needle and safety cover."